Event description:
Use of amo complete moisture plus contact lens solution caused an adverse eye infection. Initially treated as dry eye; allergy; germ; virus before being recognized by my doctors. Frequency: daily. Dates of use:2006 - 2007. Event abated after use stopped or dose reduced: no.